Manufacturer narrative:
As reported, the user inflated the balloon of the 6f-7f mynxgrip vascular closure device (vcd) until it was aligned with the tissue tract and the black shuttle was tight. The user then tried to shift the green shuttle towards the artery; however, it was not possible to proceed at this stage in the procedure. The user tried several times but was still unable to proceed. Therefore, the user deflated the balloon and withdrew the mynx system from the body. Manual compression was used to finalize the procedure. The procedure was completed successfully. There was no reported patient injury. The device was stored as per labeling. The device was prepped according to the instruction for use (IFU). The user introduced the mynx device into the unknown sheath and continued to the artery. The procedure focused on the popliteal artery but access was through the femoral artery. The lesion was severely calcified. There was no vessel tortuosity/angulation. There was eighty percent stenosis. The device was stored, handled and prepped according to the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Resistance/friction was not experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked/bent. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was disengaged from the black handle. The procedural sheath was retracted to the shuttle handle. The sealant was protruding out from the slit on the shuttle cartridge tubing, and the sealant was exposed to blood and stuck to the shuttle. Per functional analysis, upon unsheathing, the proximal end of the sealant was found wedged between advancer tube & shuttle cartridge. The advancer tube was engaged to the proximal tamp lock. Per microscopic analysis, no anomalies were observed. A product history record (phr) review of lot f1933103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿¿shuttle advancement issue¿ was confirmed due to the condition in which the unit was received for analysis. The sealant was stuck inside the shuttle cartridge in a device jam position. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the sealant being exposed to blood and swelling prematurely, may have contributed to the reported event. Which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the device history record (DHR) associated with lot f1933103 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
As reported, the user inflated the balloon of a 6f-7f mynxgrip vascular closure device (vcd) until it was aligned with the tissue tract and kept the black shuttle tight, and tried to shift the green shuttle towards the artery; however, it was not possible to proceed further at this stage. The user even tried several times. Therefore, the user deflated the balloon and withdrew the completely the mynx system from the body and followed by manual compression to finalize the procedure. The operation was finished well. There was no reported patient injury. The device was stored as per labeling. The user unpacked the device and has performed the test according to the instruction for use (IFU) as usual. The user introduced the mynx device into the unknown sheath and continued to the artery. The device was stored, handled and prepped according to the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was the popliteal artery. The lesion was severely calcified. There was no vessel tortuosity/angulation. There was eighty percent stenosis. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Resistance/friction was not experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked/bent. The device will be returned for evaluation.